Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and inappropriate shocks. It appeared therapy was delivered for supraventricular tachycardia (svt) and therapy was exhausted in one episode. Boston scientific technical services (ts) discussed reprogramming options or may need medication to control the rhythm. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information was received indicating the patient was in hospice and tachy therapy was programmed off per physician order. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.